Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 321 mg/dl, 201 mg/dl and 136 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.